Event description:
The customer reported that, during the set up and inspection for use of their rhino-laryngo videoscope prior to use in an unknown procedure, the insertion section coating was peeled off. The device had not been handled extensively by the user, so the coating material itself was believed to be defective. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of the peeling of the coating and the detachment of the resin part mentioned in this complaint were likely caused by structural factors originating from damage on the insertion section tube, rather than by a defect in the coating material itself. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.